Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. The lancet, cap, and a spring came out of the end of the pen and accidentally stuck the customer. No adverse event or medical attention needed. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device was received in a condition that made analysis impossible. The plunger, spring, release button and a piece of the device housing at the priming end have all broken off and are missing from the returned device.